Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a sprinter otw balloon to treat a lesion in the rca. The product inspected was and negative prep was performed prior to use with no issues identified. It was reported that the balloon was inflated in the rca lesion but would not deflate. Several attempts were made to deflate using the inflation device initially and then manually with a syringe. The balloon still would not deflate. The balloon, wire and the guide had to be pulled back with the balloon inflated to remove it from the patient. No patient injury reported.

Manufacturer narrative:
The device was being used to pre-dilate a lesion in the distal rca with 75% stenosis. No resistance was encoutered when advancing the device. Evaluation summary: the balloon was still partially inflated which was preventing removal of the device from the guide catheter. The balloon bond was stretched and measured 2.0mm in length. It was not possible to deflate or inflate the balloon.